Event description:
Related to MFR report no. 2183959-2014-00190, 2183959-2014-00191. It was reported that the patient had a bioarc implanted due to "urethral injury following a monarc sling that was thought to be too tight." The bioarc outcome was not successful and the patient experienced recurring incontinence. Subsequently, the patient was implanted with another incontinence device on (B)(6) 2014. No additional patient complications have been reported in relation to this event.